Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 67 mg/dl, moderate ketones, nausea, and vomiting. Pump data review by healthcare provider showed the customer delivered two 50 unit overriding boluses prior to the event. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous dextrose d10, potassium, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.